Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the clinic staff noticed on a carelink transmission that the p-wave amplitude curve showed "data is invalid." There potentially was a flipped bit with the device memory. This soft error means there was no device damage. The device remains in use with no intervention taken. No patient complications have been reported as a result of this event.